Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed called in for help on syringe unit fails pressure disc test when running pm test & calibration test. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: calibration. Case resolution: with syringe unit failing both pm test & calibration test with pressure disc. Unit needs to be services, tech. Will get po# setup for level 1 repair call when ready to send unit in for service repair.